Event description:
Customer reported via phone call that he has been hospitalized while on insulin pump therapy on multiple occasions due to diabetes issues. Customer stated that he was last hospitalized on (B)(6) 2015 due to a diabetic ulcer that lead up to a bone infection and two of his toes were amputated. Blood glucose value at the time of admission was 180 mg/dl. The customer was unable to provide details about past hospitalizations.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.